Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged one day post implant resulting in diaphragmatic stimulation. The patient underwent a revision procedure and the lead was explanted and replaced. No return will be made at this time as the product was kept by the hospital. No additional adverse patient effects were reported.